Event description:
It is reported that the patient was reporting pain and noises from her shoulder. X-ray reveled that the glenosphere had detached from the baseplate. The patient was revised as a result.

Manufacturer narrative:
This report will be amended when our investigation is complete.